Manufacturer narrative:
Pump passed displacement test and self test. No pump error 63 alarm during testing. Thus software was utilized and downloaded trace/history files properly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio anomalies noted during testing. However, pump error 63 alarm confirmed in the pump history (variableinfo=3). Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly and keypad flex tail. Peeled off the keypad overlay for visual inspection on the keypad traces and dome switches and no moisture damage noted. However, found broken trace at u1 pin 6 on the keypad assembly. In conclusion, pump error 63 alarm confirmed in the pump history (variableinfo=3) due to broken trace at u1 pin 6. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with a serial number label fading, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads during visual inspection (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures. Customer stated that they were able to clear the alarm and able to complete the rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.